Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and the initial displayed 50 units. Subsequently, air was not being removed from the cartridge prior to loading the cartridge. Additionally, a minimum fill notification occurred. Reportedly, the customer loaded a new cartridge successfully and resumed insulin therapy. The customer's blood glucose level was 110 mg/dl.